Event description:
It was reported that the patient presented to the hospital with pericardial effusion, increased capture threshold, and decreased impedance. The lead was repositioned successfully. The patients condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.